Manufacturer narrative:
(B)(4). The analysis results found that the 2b12lt device was returned with no damage in the external components. In addition, the obturator was not returned for analysis and a petri dish with a small piece of plastic. In an attempt to replicate the reported incident, the device was visually inspected to detect any component broken or missing. Upon evaluation of the device, no part was missing or broken. The device was according to the manufacturing requirements. The piece that was returned along with the device does not belong to the assembly. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic esophagectomy, the semitransparent part of the device was broken off during use. No pieces fell into the patient. The device was used to complete the case. There were no adverse consequences to the patient.